Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was prompting an error 2 message. Per the ultramini user guide the error 2 message prompts when there is a problem with the meter or the patient is using a used test strip. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on the morning of (B)(6) 2012 (before breakfast). The patient denied managing her diabetes with medication and stated that she continued her normal diabetes management despite the alleged issue starting. The patient claimed that she developed symptoms of "shakiness and seeing 'floaties' in her vision" at 11 a.m. On the following day. However, the patient denied receiving medical intervention as a result of the alleged issue. At the time of troubleshooting the cca confirmed that the patient was using the subject meter for the first time, that there was no known misuse to the subject meter and that the patient was using the correct test strips. During troubleshooting the patient informed the cca that she was applying the blood to the test strip prior to inserting the test strip into the subject meter. Per the ultramini user guide the lay users/patients should insert the test strip into the meter and then drop/hold the sample to the narrow channel on the top edge of the test strip; sample will be drawn into the test strip until the confirmation window is full. The alleged issue was resolved with troubleshooting. However, replacement product was still sent to the patient. This complaint is being reported as an adverse event because the patient reported developing symptoms suggestive of a serious injury as a result of the alleged issue.